Event description:
A surgeon reports that following bilateral intraocular lens (iol) surgery, a pt reported blurry vision. Right eye: MDR #1119421-2007-00269, left eye: MDR #1119421-2007-00270.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Add'l info was requested 05/24/2007, 05/25/2007 and 05/29/2007 by phone, mail and fax. Add'l info received 05/24/2007, 05/25/2007 and 06/05/2007 by phone and fax.